Event description:
It was reported that one day after implant, the right ventricular (rv) lead showed a threshold increase with fluctuating threshold values. The lead was repositioned. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 lead, implanted (B)(6) 2014. (B)(4).